Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not able to analyze rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.